Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during drain 1 of 3 on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to close all the clamps and transfer set, cycled the power off and on twice to press go to start prompt. The tsr explained the alarms and the hp stated she disconnected in drain, never reconnected causing the 2240 alarm and then reconnected again. The tsr advised to discard all the supplies and report the alarms to the peritoneal dialysis nurse (pdn) the following morning. The hp would finish with manual therapy. Product surveillance (ps) contacted the pdn on (B)(6) 2012 regarding the system error 2240. The pdn stated the hp did not follow up with her regarding the alarm or missed therapy. The pdn stated she will follow up with the hp regarding therapy procedures. The pdn stated the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The home patient (hp) stated that she disconnected in drain, never reconnected causing the 2240 alarm and then reconnected again. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.